Event description:
The pharmacy technician had attached the 20 cc syringe to the fill port on an elastomeric pump in order to fill the disposable pump with the antibiotic mefoxin. While pushing on the syringe plunger with her hand, the barrel of the syringe split. As the barrel split, the mefoxin became "airborne" and streamed into the technician's eye. The technician rinsed her eye well, and has had no adverse effects from the incident.